Manufacturer narrative:
The drill body becoming hot is identified as a recognized potential failure mode and may occur when run continuously for extended timeframes without allowing cooling. The drill body becoming hot is identified as a recognized potential failure mode with a severity rating of 3, and occurrence rating of 3. The identified potential effect of the failure is possible surgeon discomfort and delay of procedure ( user annoyance). The device is operable and safe. The failure can be surgically mitigated with less aggressive engagement of tissue. It is difficult to predict all usage scenarios of all surgeons. Procedure was completed using the same set of equipment.

Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
While using the short angled attachment with the 5mm cutting burr. The rpm was reduced to 44,000 to reduce any jumping of the burr, however there was still a small amount taking place and this was mentioned. The hand piece was used intermittently for around 20 minutes and the reg did say the hand piece was warm but did not state it was uncomfortable to hold. Professor ray then took over use of the hsd and within 5 minutes, he complained of the hand piece becoming hot and then needed to wrap a wet swab around the hand piece. The attachment was then changed to the long angled and the 3mm long cutting burr was used. The wet swab was still used, so drilling could take place. After the procedure, asked professor ray issues that he had and he explained that the hand piece was hot over the whole length and not just at the attachment. He also believes that the attachments are too bulky when working deep in the ear.